Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not able to be completed because the serial number was not provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the formula was backing up into tubing. They stated that they didn't know how far into the tubing it had backed up and they were unsure if the tubing had been priming. They also stated they were unsure if the pump was actually in use and running or if the pump was attached to the patient and not running during a follow up call from mmdg the initial reporter stated that they did not have any further information. (B)(4).